Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined; this showed the power cord had a gash along its surface. The condition of the device was determined consistent with the device having been damaged during use.

Event description:
It was reported the device's power cord was torn. No patient involved.